Event description:
The manufacturer received information alleging the customer is using the millennium m10 oxygen concentrator to generate oxygen for a jewelry torch. There was no report of patient harm or injury. The device is not being used in a patient setting. The device is not returning for evaluation. The information provided to the manufacturer is that the device is not in patient use. The customer is using the device to generate oxygen for a jewelry torch. The intended use of the device is to provide supplemental oxygen to persons requiring low flow oxygen therapy. This device is not intended to be life supporting or life sustaining. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. The manufacturer concludes the device is being used in error. The device is not being used as intended design.